Manufacturer narrative:
This supplemental report is being submitted to provide service history records (shr), unique device identifier (UDI) number and investigation conclusion. Please see updated sections: d4,g4, g7, h2, h4, h6 and h10. The device has been previously serviced by olympus therefore a service history review will replace DHR (device history record ) review. In april 2018 the unit was inspected by olympus service as an asset return, and only minor cosmetic scratches on the housing were noted. The unit passed functional test, output test and electrical safety test. Since the reported event was found during preparation for use, the likely cause of the reported failure could be due to inadequately cleaning and inspection during preprocessing the device after the previous use. As stated on the IFU (instruction for use) the user manual states: while the transducer and nose cone are fully immersed, use a lumen brush to clean down the lumen and to ensure the lumen is free of air pockets and debris. Also, brush down the suction control orifice to remove any air pockets and debris. Actuate the suction control ring 10 times while immersed. Pass the cleaning stylet through the transducer to the probe tip to dislodge any obstruction." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with water channel on the unit was blocked due to an unknown stones blocking the water way. The debris found was removed. Once completed, functional, energy output testing was performed, and the device passed all required testing, and specifications. Root cause of the reported issue is unknown. Probable cause can be due to users handling, and or maintenance issue.

Event description:
It was reported that during preparation for use the device was found with water leakage at the bottom of the connection part of the unit. There was no patient involvement on this event reported. No user harm reported.